Event description:
It was reported that this right atrial {ra) lead was reported to have an unknown issue. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).